Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/10/2014 to the present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200182629 for split nut engaged alarm which does not correlate to the customer reported issue.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 351.6740. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 351.6740. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 351.6740. There was no patient involvement.

Manufacturer narrative:
H7 & h9 field updated: this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, front cover, rear case, left & right iui connector, shaft seal, barrel clamp, rear door, pca lock label, and latch module. Performed calibration. A review of the device history record for (B)(6) was performed from date of manufacture 03/10/2014 to the present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200182629 for split nut engaged alarm which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to error codes / messages of the tube drivearm syringe/pca. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues.